Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed on (B)(6) 2021 due to a post-operative infection. Upon hardware removal, no failure or deficiency was found with any tmc hardware and the patient's bones were fully fused/healed. Additional information received on (B)(6) 2021 indicates the patient is currently "doing very well" with no activity restrictions nor residual signs of infection.

Manufacturer narrative:
It was noted that the patient was "doing very well." The patient has no activity restrictions at this time. There were no residual signs of infection.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2021 due to a post-operative infection. Additional information indicates the culture tests came back positive for staph aureus confirming infection in the bone (osteomyelitis). The device was not returned to the manufacturer for evaluation. The device history records for kit sk14 were reviewed and no issues were identified during the manufacture, sterilization or release of the kit that could have contributed to what was reported. Upon hardware removal, no deficiency/failure was found with any tmc hardware and the patient's bones were fully fused/healed. Although a number of factors could have contributed to the patient's infection, the most likely cause could not be determined. However, based on the available information, the surgeon determined the infection was acquired post-operatively. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed on (B)(6) 2021 due to a post-operative infection. Upon hardware removal, no failure or deficiency was found with any tmc hardware and the patient's bones were fully fused/healed.